Manufacturer narrative:
Analysis was performed on the returned device. The reported failure to deploy the needles could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the procedure sheath was 4f. It should be noted the prostar xl instructions for use (IFU), states: the prostar xl pvs system is designed for use in conjunction with 8.5 to 24f sheaths. Information was received stating that needle back down was not performed. It should be noted the prostar xl instructions for use (IFU) states: if the needles are not easily deployed, back the needles down into the sheath prior to removal of the device. The 4f sized sheath used in the procedure does not appear to have contributed to the reported difficulty deploying the needles as the difficulty appears to be related to that interaction with the patient calcification. Additionally, the needle back down would have assisted in removal of the device and was removed via surgical intervention. However, the absence of needle back down performed would not have contributed to the reported needle deployment difficulty. The reported failure to deploy the needles appears to be related to interaction with the patient calcification. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was arteriotomy closure of the calcified left common femoral artery using the pre-close technique in a 4fr sheath hole prior to a endovascular aneurysm repair (evar) procedure. Reportedly, the needles of the prostar xl device could not be removed as one of the needles were stuck in the device. A cut down was performed to remove the prostar xl device. The sheath was upsized to greater than a 12fr and the evar procedure was completed. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela. There was a reported clinically significant delay in the entire procedure. No additional information was provided.